Manufacturer narrative:
This report is being submitted individually as a correction to 9614977-2023-00008. Adding additional information for section e : solomon family dentistry - USA adding additional information for date received by manufacturer : 3/21/2023 this is a follow up report for this information.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation of the device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer.

Event description:
In this event it is reported that a midwest low speed attachments - contra angle sheath handpiece would not hold burs. No injury resulted in the event.